Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and a blood glucose (bg) level over 800mg/dl. Customer attempted to bring bg level down by delivering multiple boluses via pump, however, customer reports that they saw no insulin coming from the end of the tubing during correction boluses. Customer was hospitalized and was treated with insulin drip, intravenous fluids, and manual injections to resolve bg and dka. Customer was discharged four days later with no permanent damage. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.